Manufacturer narrative:
A.2 - a.6 were left blank as no patient was involved. E.1 initial reporter title, first name and last name are unknown at the time of writing this report. The automated impella controller was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that they encountered an automated impella controller (aic) issue outside of clinical use. A visual inspection of the area around the outlet revealed that the cord was torn and that the cause of the tear was unknown.

Manufacturer narrative:
The automated impella controller (aic) was received from the customer and an investigation regarding the returned device has been completed. The data logs are not relevant to this complaint. However, no issues were observed while going through the logs. The aic was returned for investigation. During visual inspection, it was observed that the live (black) wire within the plug was disconnected. It appeared that the wire covering or outer sheath was improperly cut, as per the vendor wiring instructions. Also, the clamps were not tight enough, and light clamping marks were visible on the outer sheath, which likely contributed to the wire becoming loose and detaching from the plug and causing a spark. The supplier quality team was made aware of the complaint and the investigation findings. The reported issue of the cord inside the plastic plug socket being torn was determined to be caused by loose wires within the alternating current cord plug.